Event description:
It was reported, the customer was unable to upload their insulin pump on to carelink. Customer reported receiving a recurring error message. The customer's blood glucose was unknown. The customer's insulin pump will be replaced.

Manufacturer narrative:
Unable to upload to carelink due to displayable history check failed on startup alarm in the history file. Displayable history check failed on startup alarm in the history due to corrupted history file. Pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.